Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. Analysis and findings distribution history the complaint product was purchased from a supplier (hbh-gmbh), packaged by csi in may 2020 under work order (B)(4), and sold in november 2020. Manufacturing record review (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection performs 100% functional cut test on simulated tissue (2 mil plastic). A review of 2 year incoming inspection records does not show any non-conformities related to the complaint condition. Service history record this product was returned to the service and repair department on 12/29/20 for the punch tip occasionally getting caught when trying to engage. Repair order (B)(4) was generated and the reported condition was confirmed. Historical complaint review a review of the 2-year complaint history did show a couple similar reported complaint conditions. Product receipt the complaint product was returned on 12/29/20. The lot number of the returned product matched the lot number reported. Visual evaluation visual examination of the complaint product revealed physical damage on the punch tip. Functional evaluation complaint product was functionally evaluated and found not to function properly. The punch tip occasionally gets caught when attempting to engage. Root cause each instrument is 100% functionally tested at incoming inspection. While no definitive root cause could be reliably determined, the potential cause of the damaged punch tip may be related to handling after leaving the coopersurgical facility. Correction and/or corrective action the returned product was scrapped and a replacement was sent to the customer. Coopersurgical will continue to monitor this complaint condition for trends. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Ref e-complaint (B)(4). Customer stated "from beginning of use, the tip may get caught and the customer may not be able to punch well. So they want a new replacement." Repair tech stated "confirmed complaint - bad tip cutter - scrapped and replaced w/new" reference repair order (B)(4). Initial follow up 1/7/2021. 1/11/2021. Customer responded 1/12/2021. 1216677-2021-00008 tischler morgan tip 64-484 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Ref e-complaint (B)(4). Customer stated "from beginning of use, the tip may get caught and the customer may not be able to punch well. So they want a new replacement." Repair tech stated "confirmed complaint - bad tip cutter - scrapped and replaced w/new" reference repair order (B)(4). Initial follow up 1/7/2021 1/11/2021 customer responded 1/12/2021 1216677-2021-00008 tischler morgan tip 64-484 e-complaint (B)(4).